Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, cracked case at reservoir window corners and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown. The reservoir screws were cracked and when putting in a little more will crack. The reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.